Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast implantation procedure of unknown type with gel mentor breast implants of unknown type and experienced deflation on the left breast implant and bilateral capsular contracture. As a result, the patient has undergone explantation on an unknown date. This medwatch is for the right breast implant.

Manufacturer narrative:
On 07/11/18, it was reported that the patient did not have capsular contractures. The left implant leaked, the patient noticed the size and shape changing. It was also reported that the patient had undergone explantation on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).